Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. The patient's medical history included pain, lumbar radiculopathy and lumbosacral neuritis.

Manufacturer narrative:
Analysis of the pump, model# 8784, serial# (B)(4), found a kink on both sides of the catheter pin connector. An occlusion was observed during pressure testing when the catheter was bent to a narrow radius. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the outcome was unresolved with no further action planned.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a post market surveillance study regarding a patient receiving dilaudid/hydromorphone (4.0 mg/ml at 0.7513 mg/day), bupivacaine (30.0 mg/ml at 5.635 mg/day), and clonidine (500 mcg/ml at 93.91 mcg/day) via an implantable pump for non-malignant pain. The patient had a refill on (B)(6) 2015. On (B)(6) 2015 a 20% dose increase was programmed. On (B)(6) 2015, during a scheduled pump refill, device interrogation was done and an 11.3 ml under-infusion was noted. The event was reported to probably be related to not updating the reservoir volume with the actual aspirated volume following a revision surgery. The provider would have expected the aspirated volume to be greater than the interrogated volume at the time of the revision secondary to a catheter kink (see manufacturer¿s report 3004209178-2015-21301). On (B)(6) 2015 the patient reported increased pain despite dose increases, assessed as possible hyperalgesia. This was possibly related to the device or therapy and drug hydromorphone, but not related to the implant procedure. The drug action that caused the event was reported to be the 20% dose increase on (B)(6) 2015. On (B)(6) 2016 a kink at the proximal connecting pin and crystalized drug in the pump segment were observed during surgery. During that surgery, the catheter was spliced and the connecting pin was replaced. The catheter kink event was resolved without sequelae on (B)(6) 2016, but the possible hyperalgesia was ongoing. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient contacted the clinic and reported inconsistent pain control on (B)(6) 2015. On (B)(6) 2015 the hcp ordered a catheter access port (cap) dye study to determine the cause of the patient's uncontrolled pain. On (B)(6) 2016 the cap dye study revealed that the catheter was dislodged and coiled in the subcutaneous tissue. The catheter was spliced and the connecting pin was replaced. The outcome was resolved without sequelae on (B)(6) 2016. No further complications were anticipated/reported.